Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had pump error and critical pump error with open book image on insulin pump screen. The blood glucose at the time of the incident was 350 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm.